Event description:
Pt had lumbar instrumentation implanted. Pt started to complain of pain upon palpation of surgical site over the instrumentation. Diagnosis or reason for use: posterior lumbar interbody fusion.